Manufacturer narrative:
H10: per additional information from the customer: 1. The customer cleaned, disinfected, and sterilized the device before sent it to olympus. 2. The customer had no idea about when the foreign material adhered to the endoscope. 3. The customer aspirated the water through the instrument/suction channel. 4. There were no abnormalities in the accessories used for reprocessing. 5. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. 6. The customer brushed the instrument channel, instrument channel port, and suction cylinder. It is unknown if reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the biopsy channel of the insertion section could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign objects came out of distal end due to insufficient cleaning, additional findings were as follows: adhesive on bending section cover had a chip and white-clouded area; channel tube had a scratch; image guide protector was damaged; suction cylinder had a scratch; plastic distal end cover had a scratch; and connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had the forceps caught during insertion or removal. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material coming out of distal end. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.